Event description:
Boston scientific received information via patient remote monitoring system, that this right ventricular (rv) lead exhibited a low out-of-range (oor) pacing lead impedance (pli) measurement. This rv lead remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that the patient underwent a revision procedure where the device was explanted and the lead was capped. There were no adverse patient effects reported. It is unknown if the device will be returned.